Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer.

Event description:
It was reported that the programmer needed its keyboard and the back flap over the power cord repaired. It was further reported that the programmer generated an error when it reached 40% of interrogation on a specific model of implantable pacing generator, that the screen would go black and that the message said something about vvi pacing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed through the logs the customer comment that the programmer was unable to interrogate a specific model of implantable heart device and it was attributed to a defective hard drive. Analysis also confirmed the customer comments that the keyboard and back flap over the power cord needed to be repaired, both the keyboard and the latch tabs of the power cord bay door were broken off. Analysis further noted that the hard drive health was at less than 100%, the right keyboard hinge was broken and the left was missing and both keyboard slide rail covers were broken. The programmer was to be scrapped.

Manufacturer narrative:
Corrected information: no eval explain. If information is provided in the future, a supplemental report will be issued.